Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings: when inspected, the keypad cover was found to be peeling from the keypad. During testing, the up and down buttons were found to be intermittently unresponsive. Contamination was found underneath the contacts for the up and down buttons. The ok button pad was found to be folded back with the contact missing. The contact was found to be missing for the contrast button as well. Unrelated to the keypad, a tear was found in the audio bolus button cover exposing the slug. Additionally, the battery compartment was cracked. Finally, when the pump booted up, the display was a dim red color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.